Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrect event type, malfunction, is provuided in this follow up report

Event description:
Implant failed due to implant fracture at placement the initial report did not have the correct event type documented, the correct event type, malfunction, is provuided in this follow up report

Event description:
Implant failed due to implant fracture at placement.